Event description:
Cassette on omniflow pump set up improperly by manufacture. Collection bag and pt lines in reverse positions. Pump running at 'keep vein open' rate, pumped into the collection bag until bag ruptured. No pt injury.